Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, worn dso seal, worn uso seal, scratched lcd lens, missing lcd tape. The event history/error log had no evidence to review. The complaint was not duplicated, no fluid ingression. Most probable cause was most likely customer dropping device into fluid. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventative maintenance was performed, and the device passed all the functional tests.

Event description:
It was reported that the device was drenched in fluids. There was unknown patient involvement and unknown patient harm/adverse event reported.